Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient was having poor telemetry or no telemetry with recharging. The patient stated that they are seeing a different screen after 10 seconds. The patient stated they are not seeing any other screen. The patient was asked if they were are not seeing any other screen. The patient then stated when they press the "x" button the screen goes away but when they press the charge button the screen will not change. The patient was walked through a reset of the recharger. While going through the reset the patient stated that it was hard to do it because their hands are in pain. After the reset the caller stated they were seeing the reposition antenna screen and that was the screen they have been seeing. The patient had a successful recharge last week. Additional information was received from the patient reporting that the ins had not been working for over a month now. They requested to meet with a manufacturing representative (rep). They were redirected to the doctor to schedule an appointment with the rep. Additional information was received from a rep reporting that there was a revision on (B)(6) 2018 moving the ins battery from the buttock to the abdomen due to charging difficulty. The rep said the patient could not reach the buttock location with the charging head at the original pocket site due to their rsd syndrome. The patient had not used the stimulation since september as a result of the inability to reach the ins with the recharge antenna. No further complications were reported/anticipated.